Manufacturer narrative:
The ventilator was returned to the MFR for eval. The service eval found that the battery was unable to reach full charge capacity. The device's internal battery was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).

Event description:
A ventilator was returned to the MFR for a routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt used. There was no harm or injury reported.